Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant event leading to the alarm. The customer didn't received e70 alarm and the pump was not exposed to a strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are not able to do anything.. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with no motor error alarms noted and the motor was tested outside the device and passed. The insulin pump also passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners and battery tube threads.